Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support about nocturnal low glucose and general prevention questions; review of device data showed frequent postprandial hyperglycemia with the user consistently announcing dinner as ¿normal,¿ followed by automated insulin increases and subsequent later hypoglycemia, and education was provided on accurate meal announcements and consistency. Symptoms included low blood glucose. Outcomes included user counseling on troubleshooting and education, without alerts or alarms, hospitalization, or emergency treatment. Investigation included review of recent glucose data and meal announcement patterns. Investigation of this case revealed user-related use error due to incorrect meal size announcements leading to algorithm-driven insulin delivery that contributed to later lows; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement accuracy.